Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that the left ventricular lead was attempted to be implanted but was not used, due to patient anatomy. The lead was replaced and no patient complications have been reported as a result of this event.